Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the distributor regarding a patient with an implantable neurostimulator (ins) for chronic pain. It was reported that the ins was implanted in gluteal region left side. Nine months after the implantation, the patient was evaluated by the neurosurgeon due to the swelling and liquid collection at the ins region. The patient most likely had asymptomatic bacteremia. The puncture of the liquid revealed the presence of s. Aureus which was also the reason for the ins explantation. The ins was explanted, while the surgical lead remained in the body. The neurosurgeon's opinion was that the implanted material had no influence on the patient¿s condition because the material was sterile at the moment of implantation. The colonization with bacteria most likely happened later. The patient¿s condition has been improved but not completely okay. The patient was still treated because of liquid collection at the pocket region. No further complications were reported or anticipated.